Event description:
It was reported that the implantable neurostimulator (ins) was moved from the left buttock to the abdomen. There were no malfunctions or issues pre or post-surgery. All impedances were within normal range. The reason for the revision was because the ins location was on the patient's belt line. The revision was successful.

Manufacturer narrative:
Product ID 3778-60, lot# v673443038, implanted: 2011-(B)(6), product type lead product ID 3778-60, lot# v712454017, implanted: 2011-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, (B)(4).